Event description:
As reported, the button of a 7f exoseal vascular closure device (vcd) encountered resistance when pressed during operation, although the hemostatic plug was deployed normally. After 4¿5 minutes of observation, no obvious bleeding was noted. A pressure dressing was applied, and the patient was transferred back to the ward. Approximately one hour later, the patient developed altered consciousness and was unresponsive to verbal stimuli. At that time, blood pressure was 70/40 mmhg and heart rate was approximately 130 beats per minute. Examination of the right femoral artery puncture site revealed extensive subcutaneous hemorrhage of the right thigh. Immediate manual compression was applied for about 30 minutes, followed by continued compression with gauze rolls and an elastic bandage. Dopamine infusion was initiated to support blood pressure, along with volume expansion, oxygen therapy, and other symptomatic treatments. Emergency laboratory tests including complete blood count, cardiac enzymes, and electrolytes were performed, and bedside ultrasound was conducted to rule out retroperitoneal hematoma. The day after the procedure, repeat blood tests showed hemoglobin of 89 g/l. Fluid resuscitation and continuous dopamine infusion were continued, and blood transfusion was arranged. With subsequent supportive treatment, the patient¿s condition gradually improved, blood pressure returned to normal, and the subcutaneous hemorrhage and hematoma were significantly absorbed. A hematoma larger than 6 cm was observed. The patient underwent right vertebral artery severe stenosis stent implantation via the femoral artery under local anesthesia. Pulsatile flow was noted from the bleed-back indicator, and the exoseal vascular closure device and sheath introducer were retracted together until pulsatile flow slowed and the indicator window turned solid black, with no red color observed. The operator was trained in the device, and it was stored and prepared according to the instructions for use. A retrograde approach was used, and no device or package damage was reported prior to use. An 8f non-cordis sheath introducer was used. Angiography confirmed femoral artery suitability, including appropriate insertion angle, and the vessel diameter was at least 5 mm with no calcium, plaque, stent, or significant stenosis near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The event was reported by the hospital as a serious injury adverse event to the china nmpa. The device could not be returned because it had already been disposed of in the catheter laboratory after the procedure.

Manufacturer narrative:
As reported, the button of a 7f exoseal vascular closure device (vcd) encountered resistance when pressed during operation, although the hemostatic plug was deployed normally. After 4¿5 minutes of observation, no obvious bleeding was noted. A pressure dressing was applied, and the patient was transferred back to the ward. Approximately one hour later, the patient developed altered consciousness and was unresponsive to verbal stimuli. At that time, blood pressure was 70/40 mmhg and heart rate was approximately 130 beats per minute. Examination of the right femoral artery puncture site revealed extensive subcutaneous hemorrhage of the right thigh. Immediate manual compression was applied for about 30 minutes, followed by continued compression with gauze rolls and an elastic bandage. Dopamine infusion was initiated to support blood pressure, along with volume expansion, oxygen therapy, and other symptomatic treatments. Emergency laboratory tests including complete blood count, cardiac enzymes, and electrolytes were performed, and bedside ultrasound was conducted to rule out retroperitoneal hematoma. The day after the procedure, repeat blood tests showed hemoglobin of 89 g/l. Fluid resuscitation and continuous dopamine infusion were continued, and blood transfusion was arranged. With subsequent supportive treatment, the patient¿s condition gradually improved, blood pressure returned to normal, and the subcutaneous hemorrhage and hematoma were significantly absorbed. A hematoma larger than 6 cm was observed. The patient underwent right vertebral artery severe stenosis stent implantation via the femoral artery under local anesthesia. Pulsatile flow was noted from the bleed-back indicator, and the exoseal vascular closure device and sheath introducer were retracted together until pulsatile flow slowed and the indicator window turned solid black, with no red color observed. The operator was trained in the device, and it was stored and prepared according to the instructions for use. A retrograde approach was used, and no device or package damage was reported prior to use. An 8f non-cordis sheath introducer was used. Angiography confirmed femoral artery suitability, including appropriate insertion angle, and the vessel diameter was at least 5 mm with no calcium, plaque, stent, or significant stenosis near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The product was discarded. A review of the manufacturing documentation associated with lot 18474866 presented no issues during the manufacturing process that can be related to the reported event. The reported events of ¿deployment lever (button) actuation difficulty¿, ¿hemorrhage¿, and ¿hematoma¿, could not be observed as the device was not returned for evaluation and due to the nature of the complaint. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Additionally, the 7f exoseal device was reported to have been used with an 8f sheath. As reported in the product description within the instructions for use (IFU), ¿note: the indwelling vascular sheath introducer must allow the bleed-back port to extend beyond the distal tip of the sheath. The french size of the exoseal¿ vcd must correspond to the french size of the vascular sheath introducer in use.¿ usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Access site hematomas/hemorrhages are a common post-procedural complication and are listed in the instructions for use (IFU) as such. Access site hemorrhage events after manual compression are frequently related to stick technique, anticoagulation, blood pressure, adequate manual compression technique, and the patient's compliance to decrease mobility of the affected limb in order to promote coagulation. Access site bleeding events can require prolonged manual compression, blood transfusion, or even surgical intervention. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU instructs to ensure that the deployment button is fully depressed and flush against the handle assembly. Caution: care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the button of a 7f exoseal vascular closure device (vcd) encountered resistance when pressed during operation, although the hemostatic plug was deployed normally. After 4¿5 minutes of observation, no obvious bleeding was noted. A pressure dressing was applied, and the patient was transferred back to the ward. Approximately one hour later, the patient developed altered consciousness and was unresponsive to verbal stimuli. At that time, blood pressure was 70/40 mmhg and heart rate was approximately 130 beats per minute. Examination of the right femoral artery puncture site revealed extensive subcutaneous hemorrhage of the right thigh. Immediate manual compression was applied for about 30 minutes, followed by continued compression with gauze rolls and an elastic bandage. Dopamine infusion was initiated to support blood pressure, along with volume expansion, oxygen therapy, and other symptomatic treatments. Emergency laboratory tests including complete blood count, cardiac enzymes, and electrolytes were performed, and bedside ultrasound was conducted to rule out retroperitoneal hematoma. The day after the procedure, repeat blood tests showed hemoglobin of 89 g/l. Fluid resuscitation and continuous dopamine infusion were continued, and blood transfusion was arranged. With subsequent supportive treatment, the patient¿s condition gradually improved, blood pressure returned to normal, and the subcutaneous hemorrhage and hematoma were significantly absorbed. A hematoma larger than 6 cm was observed. The patient underwent right vertebral artery severe stenosis stent implantation via the femoral artery under local anesthesia. Pulsatile flow was noted from the bleed-back indicator, and the exoseal vascular closure device and sheath introducer were retracted together until pulsatile flow slowed and the indicator window turned solid black, with no red color observed. The operator was trained in the device, and it was stored and prepared according to the instructions for use. A retrograde approach was used, and no device or package damage was reported prior to use. An 8f non-cordis sheath introducer was used. Angiography confirmed femoral artery suitability, including appropriate insertion angle, and the vessel diameter was at least 5 mm with no calcium, plaque, stent, or significant stenosis near the puncture site, and no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The event was reported by the hospital as a serious injury adverse event to the china nmpa. The device could not be returned because it had already been disposed of in the catheter laboratory after the procedure.